Event description:
The customer reported that this central nurse's station (cns) started boot looping after the unit was restarted. The unit was not in patient use at the time.

Manufacturer narrative:
The customer reported that this central nurse's station (cns) started boot looping after the unit was restarted. Patient monitoring was not affected as the remote network station (rns) was still able to monitor them. According to the customer, the cns was rebooted 5 months ago. Technical support (ts) confirmed that both drives were bad as the unit was not able to boot into the application for either drive. The unit was not in patient use at the time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 04/17/2026 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 04/20/2026 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Attempt # 3: 04/27/2026 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information.